Event description:
According to the initial information received, the atrial septal defect was assessed on tte and toe as being small (8mm on 2d and max 12mm on color) with several small fenestrations. A 12mm amplatzer septal occluder (aso) was deployed with good stability on testing. The aso embolized 4-6 hours later. The patient returned to the cath lab for an emergency retrieval and subsequent implant of a 22mm aso. Additional information has been requested, including imaging of the implant procedure, but has not yet been received. Should additional information become available, a supplemental report will be filed.

Manufacturer narrative:
The 12mm amplatzer septal occluder was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 7f loader without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment and verification of device size. A review of manufacturing documentation confirmed this device successfully completed these tests.

Manufacturer narrative:
Review of the medical records and images by aga's medical consultant resulted in the following findings: this (B)(6) male underwent device closure of a fenestrated asd with an aso. One cd with tee images and a few tte images were provided for review. The tee showed a thin atrial septum that was aneurysmal. The consistency of the septum was suggestive of multiple fenestrations. A pfo type of opening was also present and was adjacent to the aortic wall. Balloon sizing was not performed based upon the images provided. A 12mm aso was placed without difficulty. The profile of the aso after placement was flat and there did not appear to be any residual shunt by color echocardiography. A few post-device placement tte images showed good position and a flat profile of the aso. The aso embolized a few hours after the procedure. The patient was brought back to the cath lab and the aso was retrieved percutaneously. A 22mm aso was successfully implanted in the defect. According to aga's medical consultant, the following conclusions were drawn: the septum was thin and aneurysmal with multiple defects. The posterior defect was crossed and a 12mm aso was placed. The self-centering nature of the aso stretched the thin septum. After several hours, the septum that was separating the defect from the pfo (or adjacent defects) tore and two defects became one. The 12mm aso was too small for the two defects and it embolized.